Event description:
Boston scientific received information that upon interrogation it was noted that the pacemaker has two years remaining, however, the battery status gauge indicates that the device has 100 percent battery life remaining. Boston scientific technical services (ts) was consulted and the device memory was sent in for review by engineering. Upon review of the device's memory no resets were found. Engineering noted that the conflicting battery status data may have been a result of an inaccurate battery charge time which indicated a beginning of life (bol) setting since the last charge time reading was 0. Engineering also noted that atrial tachy responses (atrs) can be a factor and the patient was in an active atr mode switch. It was noted that upon interrogation the issue will likely correct itself. The field representative noted that the patient has not been brought in for another interrogation. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.